Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker determined that the device was non-repairable and needed to be replaced. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.